Event description:
It was reported that the device exceeded the maximum temp rise in a quality assurance test. There was no surgical or medical procedure involved at the time, so no pt involvement. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. A condition of the device overheating was found when the device exceeded the maximum allowed temp. Based on the investigation details, the likely cause for the overheating was corrosion within the front assembly. The blade mount assembly, gear train, and bearings were replaced along with other components. Svc did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.